Manufacturer narrative:
After battery installation, the device displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the unit, there was corrosion and mold on electrical board particularly around the internal battery connector. Unable to perform the displacement, and self tests due to the critical pump error. Device received has a crack on the battery tube which extends to the top where the battery threads are located.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not responding and insulin pump had frozen display. The customer¿s blood glucose level was 220 mg/dl. Customer also reported that they monitored the insulin pump for 2 hours and frozen display recurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.